Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during an lavh procedure, that the device needle broke in half during closure and was left in the abdomen. Suturing was continued and x-rays were taken, however, they were unable to find the piece to remove it and it was left in the patient. UDI, age and weight are not available. No patient injury or ill-effects. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required. Patient current status reported as not known. The device will not be returned for evaluation, it was discarded by the customer.